Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed incoming functional test. It was noted the battery contacts were visibly contaminated.

Event description:
It was reported the device had a defect, doesn't work. It was further reported atrial and ventricular sensitivity deviated significantly from set point (more than 50%). The epg (external pulse generator) was returned for service. No patient complications have been reported as a result of this event.